Event description:
It was reported that during preparation of the 4x40x135 viatrac balloon catheter, a large amount of air was observed in the device. The device was not used on the patient. A new viatrac balloon was used successfully to complete the case successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.